Manufacturer narrative:
As a precautionary measure, the o2 sensor that was replaced during the device evaluation by the field service engineer (fse) was sent back to the zoll failure analysis lab (fa lab) for additional analysis. Upon examination, the reported malfunction was duplicated in the fa lab and it was confirmed that the o2 sensor was defective.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device exhibited an o2 mismatch alarm inaccuracy during use. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
A field service engineer (fse) went onsite to evaluate the device. The device logs were also provided for further investigation. The reported issue was confirmed in the device logs; however, the alarm does not appear on the logs after the performance of the 2-point o2 cell calibration. During the device evaluation by the fse, there was no fault found with the device. The fse confirmed that the sinter bronze filter was snug, verified vti/vte and internally inspected to confirm there are no issues with the tubing. The device passed all testing, and no discrepancies were found during the internal inspection. As a precaution, the device?s oxygen sensor will be replaced to reduce the probability of occurrence.